Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The device passed the self-test, unexpected restart error test, basic occlusion test and displacement test. The device had no motor error alarms and the device was unable to prime during priming test due to faulty force sensor resistor. The occlusion test and excessive no delivery test were unable to be performed due to prime anomaly. The motor was tested outside of the device and passed. The insulin pump was received with scratches on the lcd window and broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low and high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading went as low as 21 mg/dl and as high as 402 mg/dl. Customer treated their low blood glucose with a glucagon and gave themselves a manual injection. Customer advised they needed to drive and had to avoid going low. Troubleshooting for the motor error on the insulin pump was performed. Customer advised they were able to rewind the insulin pump. Customer advised the motor error alarm occurred during basal delivery. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.